Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error code 345 was not reproduced. Evaluation found the upstream thermistor and the downstream thermistor within specification. A review of the event history log revealed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream sensor requires replacement for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.